Manufacturer narrative:
Since no device was returned for analysis, the root cause for the event has not been determined.

Event description:
An end user found that a warmer drape had a hole in it. At the end of a surgical procedure, the sterile drape was taken out of the solution warmer and liquid was noted in the solution warmer out side of the drape indicating there may have been a hole in the drape. Physician was notified. The procedure that was performed to the patient was abdominal hysterectomy with bilateral salpingo-oophorectomy and peritoneal mediport placement. There were no patient injury and treatment reported to the incident.